Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent surgery to repair a recurrent incision hernia. This repair was done with the implantation of a mesh device. Subsequent to the removal of the first mesh device and the implantation of the second mesh device the patient began to have abdominal pain and abdominal distention, among other symptoms. The patient experienced yet another ventral hernia within seven months of the revision surgery. Approximately 7 months post op the patient underwent surgery to repair a recurrent incisional hernia. Subsequent to the three surgeries to repair the recurrent hernia the patient began to experience extreme abdominal pain and abdominal distention, among other symptoms. The patient was found to have a recurrent incisional hernia and an umbilical hernia approximately 19 months after the most recent revision surgery. Approximately 19 months post op, the patient underwent surgery to repair a recurrent incisional hernia. The patient continued to suffer from abdominal pain and abdominal distention and was scheduled for another revision surgery to repair a recurrent incisional hernia within a few months. The mesh failed, causing serious injury and portions of the mesh had to be surgically removed via invasive, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has suffered and will continue to suffer both physical injury and pain and mental anguish, permanent and severe scarring and disfigurement. Medical history: incarcerated epigastric hernia repair (B)(6) 2014. Abdominal pain and abdominal distention, among other symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, cough fit for two months, bulging, abdominal pain, distention, failure of mesh, physical injury, pain, mental anguish, permanent and severe scarring, inflammation, adhesions, and disfigurement. Post-operative patient treatment includes revision surgeries, laparoscopic repair of recurrent epigastric incisionalhernia and ventral hernia with new mesh, and portions of mesh surgically removed. Concomitant device: securestrap tacker

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, cough fit for two months, bulging, abdominal pain, distention, failure of mesh, physical injury, pain, mental anguish, permanent and severe scarring, and disfigurement. Post-operative patient treatment includes revision surgeries, laparoscopic repair of recurrent epigastric incisional hernia and ventral hernia, and portions of mesh surgically removed.